Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t-1 and t-2 anchors deployed simultaneously. All anchors and suture were removed from the patient. A backup device was available to complete the procedure with a short delay and without patient impact.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
Device investigation narrative - one 72202468 fast-fix 360 curved needle delivery system device returned. The device is in good condition. The complaint listed that ¿simultaneous deployment¿. There is no sign of aggressive use. There is no obvious disfigurement or damage to the device. There is no apparent twisting or bending of the delivery needle. T1, t2 and full suture were returned. All were separated from the needle. T1 has been bent into a ¿v¿ shape which occurs with pulling back through tissue post pierce. This indicates unsatisfactory anchoring at the chosen location. A functional test confirmed that the device cycles and actuates successfully. No mechanical problem was found with the device returned. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated c-(B)(4) .

Manufacturer narrative:
Device investigation narrative - one 72202468 fast-fix 360 curved needle delivery system device returned. The device is in good condition. The complaint listed that ¿simultaneous deployment¿. There is no sign of aggressive use. There is no obvious disfigurement or damage to the device. There is no apparent twisting or bending of the delivery needle. T1, t2 and full suture were returned. All were separated from the needle. T1 has been bent into a ¿v¿ shape which occurs with pulling back through tissue post pierce. This indicates unsatisfactory anchoring at the chosen location. A functional test confirmed that the device cycles and actuates successfully. No mechanical problem was found with the device returned. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted. (B)(4).